Event description:
Spontaneous inbound call received from the pt; her cadd ms3 pump sn #(B)(4) lost its programming and keeps asking for "setup code" and will not load the cartridge. Pt switched to her back up pump while on the phone. Shipping the pt a replacement pump to arrive tomorrow. Will send back the malfunctioning pump. No adverse event reported. Reported to (B)(6) by pt/caregiver.